Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported black foreign material leaking from the distal end after reprocessing could not be identified. A definitive root cause of the issue could not be determined, however, due to the observed leak in the biopsy channel, it is likely that the device reprocessing could not be properly completed. The event can be detected/prevented by following the instructions for use which state: ¿if the insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasound gastrovideoscope, there was an unknown black substance coming out of the distal end after being cleaned several times and the device was hung up. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (unknown black substance coming out of distal end) was not confirmed. Evaluation findings were as follows: the biopsy channel was leaking with continuous bubbles coming from the tip, the bending section cover glue had a crack, the ultrasound image had six full consecutive broken elements, the scope connector had fluid, and the ultrasound connector had fluid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.